Event description:
Reporter noted there was a drop in pressure (soft eye) during vitrectomy after switching from fluid to air. System was set on 30 mmhg, raised to 60 mmhg, and again to 80 mmhg, but thought pressure in eye was about 15 mmgh. Follow-up info from surgeon: during procedure for retinal detachment there was a failure to maintain eye pressure with air pump. Case was completed, and prognosis was reported as good. Felt there was potential for vision loss if this were to recur.